Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that something had gone wrong with their ins for bowel incontinence. Patient said they were getting stabbing pains where the lead was in the tailbone, and it's so bad they can't sit. Patient said they felt a burning sensation that started a couple days ago, and had a horrible episode with their bowels after the burning started. Agent asked if patient had a fall recently or medical imaging. Patient said they had ablation procedures on their legs on the (B)(6) 2024, just recently. Patient confirmed they left their therapy on at that time. Patient stated they turned their therapy off last night because it was stimulating and burning them. Patient then said last night they felt fine, but when they went to sit down to have dinner it felt like something was stabbing them right where the wires were. Patient has since been unable to sit again and can also feel the discomfort while standing. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue, and agent suggested going to the ER if things got suddenly and severely worse.